Event description:
It was reported that this patient, who had a sling system previously implanted, underwent an artificial urinary sphincter (aus) implant. The reason for the aus implant was not specified. No patient complications were reported.